Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump screen was blurry and dim, and became progressively darker until the wake button became unresponsive. Customer reported pump display would not turn on when plugged into a power source. Customer¿s blood glucose was 120 mg/dl. The customer declined follow up, so cts could not obtain backup therapy.